Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set tubing was leaked at the site on (B)(6) 2026. No further information available.